Event description:
It was reported that the patient presented to the clinic with high, out of range pacing lead impedance which had gradually increased since ICD change-out in (B)(6) 2012. An increase in capture threshold was also noted. During lead revision the physician had difficulty advancing the guide wire and introducer through the vein, which appeared to have some narrowing. The pace/sense portion of the lead was capped and replaced. The patient tolerated the procedure well and remained in the hospital overnight to monitor for bleeding due to excessive pushing that was required to advance the introducer. Patient was discharged the next day. It was later reported that the patient experienced chest pain and collapsed at home and expired. The physician suspects the patient expired due to internal bleeding.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.